Event description:
This handpiece was returned with a request for service. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: the device was received for evaluation. During testing, it was found that the handpiece has the potential to run in safe mode when the trigger is depressed related to controller failure. An investigation for this failure mode remains in process. Conmed linvatec will continue to monitor this product for failures. There are no injuries related to this failure mode.